Event description:
It was reported that the lcd monitor screen flickered on and off, causing the procedure to be canceled. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3: the aware date reported in the initial MDR was incorrect; the correct date is july 4,2024. Correction to h4: the manufacture date in the initial MDR was incorrect; the correct date is september 20, 2018.

Event description:
It was reported to olympus that the device flickered on and off during an unspecified procedure. This resulted in a prolongation of the procedure of more than 15 minutes, and the procedure had to be eventually cancelled. Subsequent procedures also had to be cancelled. No further information was provided and there was no reported patient harm. The patient was not under any sedation. The procedure was cancelled, before the planned procedure had started.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that events "image flickers on and off." And "liquid crystal display has a very subtle ghost image.", were caused by a failure of the printed circuit board (qb). Olympus will continue to monitor field performance for this device.